Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced keyboard malfunction resulting in a 15 minute delay to patient care. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and replaced keyboard. Device was tested and functioned as normal.

Event description:
Customer reported that a pyxis anesthesia es system experienced keyboard malfunction resulting in a 15 minute delay to patient care. There was no reported patient or user harm.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d4, d5, h6, h11. A review of the complaint history for sn 15236691 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 15236691 was performed from 24-feb-2020 to 23- feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working intermittently during a procedure. A field service technician evaluated the device and found that the keyboard failed and replaced the keyboard to resolve the issue. The device was tested and functioned as normal. The system functioned as intended after replacing parts by field service technician.

Event description:
Customer contacted bd to report that a bd pyxis anesthesia es system experienced keyboard malfunction during a procedure, resulting in a 15 minute delay to patient care. There was no reported patient or user harm.